Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (250- over 300 mg/dl). The pump supplies were changed and correction boluses were delivered to address the bg level. The contact thought that a recent move to a high altitude may be causing the high bg as the bg level was fine prior to the move. The pump basal settings were adjusted by the contact and customer. As the contact did not have the pump at the time of the report, a pump system check was unable to be performed. The contact reported that the "situation was under control".